Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the pt was burned. However, the user facility reported that the rest of the procedure went well. In addition, the pt developed acute pancreatitis post procedure. The pt's current condition is unk. Multiple attempts were made to gather additional info regarding the incident with no result.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional info is received at a later time or if the device is returned for evaluation, this report will be supplemented.